Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular (rv), right atrial (ra) leads and implantable cardioverter defibrillator (ICD) were explanted due to erosion, (B)(6) infection and bacteremia. Patient was noted to have atrial fibrillation with rapid ventricular rates. Patient tolerated the procedure well and there were no immediate complications.